Event description:
During a pacemaker pocket revision due to patient discomfort, an insulation defect was observed on the right ventricular (rv) lead. In addition, an insulation defect on the atrial lead was previously repaired. The atrial and rv leads were partially capped and replaced. The patient was stable. Related manufacturer reference number: 2017865-2017-32832.

Manufacturer narrative:
The reported event of insulation defect was not confirmed. As received, a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.